Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to cases (B)(6).

Event description:
Caller alleges while inserting the cannula when she removes the needle box, a part of the cannula housing separates from the plaster and cannot be connected to the tube with the cannula housing. Issue occurred with 7 cannulas from different lot numbers; lot numbers are mixed up and cannulas cannot be identified. No adverse event reported. Requested return of the alleged devices for evaluation.